Event description:
A device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. Customer complaint alarm and smells charred was confirmed. During the evaluation of the device, they found canister assy, o2 pilot solenoid worn, flowmeter cracked, manifold assy, overlay kit and braided silicone tube damaged. The device was repaired. Reportable since device issue/event has or may have caused or contributed to a death.

Manufacturer narrative:
The manufacturer previously reported that a device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. Customer complaint alarm and smells charred was confirmed. During the evaluation of the device, they found canister assembly, o2 pilot solenoid worn, flowmeter cracked, manifold assembly, overlay kit and braided silicone tube damaged. The device was repaired. Reportable since device issue/event has or may have caused or contributed to a death. After further review, this issue was incorrectly reported and will now be considered a non-reportable issue. Correction to the event description is as follows: the manufacturer received information alleging alarm red after 5 minutes, smells charred. There was no patient harm or injury associated with this notification, no increased risk to the intended user and no medical intervention reported. There was no report of flames, smoking, burning, melting, or warping. During the evaluation of the device at the third-party service center, the customer complaint was not able to be confirmed. There was no information of any thermal findings, during the evaluation of the device. The canister assembly, o2 pilot solenoid, flowmeter, manifold assembly, overlay kit and braided silicone tube were replaced for preventative maintenance alone. This device meets ul and iec requirements for flammability. The everflo oxygen concentrator is intended to provide supplemental oxygen to persons requiring oxygen therapy. The device is not intended to be life supporting or life sustaining. Based on the available information, there is not enough evidence to indicate this issue is reportable to any regulatory agencies. No report will be filed with any regulatory agencies at this time.